Manufacturer narrative:
(B)(4). Batch # m55y8d. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/4 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: with the 1st firing with ec60a and ecr60w: was the device locked on tissue with the jaws closed? Yes. What troubleshooting steps were attempted to open the device (squeezing the closing trigger while simultaneously depressing the anvil release button, red knife reverse switch)? Followed up IFU. Was the device ever opened? No. If so, how was the device opened? Is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event (extended hospital stay, readmission, reoperation, etc.)? No if yes, please explain.

Event description:
It was reported that the jaw could not open & staples malformed after firing. During the endoscopic hepatectomy, after 1st firing with ec60a and ecr60w, could not open the jaw and the blade could not be returned. Changed ats45 and tr45w to anastomose the wound, after fired, found the staples malformed with irregular shape. The patient was bleeding, suture and homelock were used to stop bleeding and sew the wound. The surgery delayed about 2 hours. The patient is stable and in hospital now.

Manufacturer narrative:
(B)(4). Batch # m55y8d. Investigation summary: the analysis results found that the ats45 device was received with no apparent damaged and with a tr45w cartridge loaded on the device. The returned reload was partially fired 1/4 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.